Event description:
Index procedure was prompted by acute mi. One endeavor resolute stent was implanted in the distal lcx and one endeavor sprint stent was implanted in the distal rca during the index procedure. Approximately 58.5 months post index procedure, the patient suffered acute myocardial infarction. Medication, diagnostic angiography and pci were required as treatment. Revascularization of the proximal lcx was performed approximately 58.5 months post index procedure due to the event. The investigator indicated that the event was possibly related to the study device. The patient recovered.

Manufacturer narrative:
Cec adjudicated previously report tlr, clinically driven tlr. Previously reported mi was adjudicated non-q-wave mi (non-tv), arc spontaneous. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.